Event description:
It was reported that the pump was unresponsive and exhibited a "rattle" when shaken.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged circuit board.